Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on, a shocking or jolting sensation occurred. It was stated that a noise and a buzzing sound and sensation were coming from patient's implantable neurostimulator (ins) in the chest. It was not known if people other than the patient could hear this buzzing. There was no known accident or incident related to this complaint. The location of the patient's symptoms was at ins location. The patient felt both buzzing and shocking sensation at ins pocket. It was stated that this began recently. It was unknown if palpation affected these sensations at all. The patient had not had any therapy changes, but the exact benefit that the patient obtained from the therapy was not clearly known by the reporter. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3389s-40, lot# v878959, implanted: (B)(6) 2012, product type: lead. Product ID 3389s-40, lot# va0199g, implanted: (B)(6) 2012, product type: lead. (B)(4).